Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. Product labeling for this device states, "use aseptic technique. Remove caps when required and secure connections." This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver an unspecified medication. The secure lock male adapter of tubing set was connected to the female adapter of the patient¿s IV catheter. After an unspecified length of time in use, the removable clave port of the tubing set disconnected from the proximal end of the tubing set. An unspecified volume of blood loss was noted. It was reported that the tubing was clamped using the slide clamp. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.